Event description:
Apparently, the pt had a bad inadvertent defibrillation after exposure to hand held metal detector. Near syncope, diaphoresis, no chest pain. The pt has an implanted defibrillator that was implanted at another medical center.